Event description:
The facility stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required. No patient injury. It was unknown what caused the lens to tear. The facility was unable to provide the injector and cartridge model and lot numbers.